Manufacturer narrative:
Concomitant medical products: 5024m-58 lead, implanted: (B)(6) 1997. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a polarity switch occurred on the right atrial (ra) lead, resulting in the lead being programmed to unipolar. Far field sensing was noted in the unipolar configuration, and atrial undersensing was also noted in the atrial lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the ra lead exhibited a slightly elevated threshold.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right atrial (ra) lead exhibited chronic low impedance.